Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire experienced resistance in the proximal part of the rebar 18 microcatheter and became kinked. The patient was undergoing treatment for an ischemic stroke located in the middle cerebral artery. The patient's baseline mrs, nihss, and tici scores were 4, 15, and 0 respectively. Post procedure these were 2, 2, and 3 respectively. IV tpa was contraindicated. One pass was made with the solitaire. The patient's vessel tortuosity was moderate. The stroke onset to reperfusion time was 6 hours. The access vessel was the femoral artery. It was reported that they guided the react 68 catheter close to the occluded segment and then used a syringe to aspirate at the 68 proximal end, but no thrombus was extracted. The surgeon changed strategy and tried to use the guidewire to pass through the occluded segment, then guided rebar 18 microcatheter to pass, withdrew the guidewire, and pushed the solitaire stent upward. They found resistance after pushing it, and the assistant said that the resistance was not large, so they continued to push it. After a while, they found that the pushing resistance was very large, so they tried but felt the stent stuck, so they withdrew the y valve and withdrew the stent. Inspection found that the stent was kinked near the proximal welding point. The solitaire was replaced, and the operation was completed smoothly. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include an avigo guidewire, react 68 catheter, and 8f puncture sheath.